Manufacturer narrative:
(B)(4). The field service engineer (fse) verified the malfunction. The fse replaced the breath delivery unit (bdu) printed circuit board (pcb) the ventilator then passed all performed testing.

Event description:
It was reported that the ventilator had a communication issue. There is no reported patient involvement associated with this event.